Manufacturer narrative:
Age at time of event: 18 years or older . Device evaluated by MFR: the device was received for analysis. Device analysis revealed a kink and a hole in the lap joint from femoral marker to the distal end. Impedance testing shows a good unit wave form. Water leaked from the damaged lap joint during flushing the catheter. It was unable to obtain a good image because it was unable to flush the catheter properly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 20-sep-2016. It was reported that the image disappeared. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified middle left anterior descending artery. An opticross¿ imaging catheter was selected for use. During the procedure, image disappeared in the middle of pullback. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a hole in the lap joint.